Manufacturer narrative:
Results and conclusion summation - it is presumed that the guide wire was broken due to some force exceeding the product design limit due to unk factor; however, we could not determine that detailed situation and the cause of the breakage from the provided info.

Event description:
Reporting status: serious injury/permanent damage. Reporting rationale: separated guide wire tip remains in the pt. Device issue: guide wire separation. It was reported that the grad slam guide wire was being used to treat the tibial artery. A jetstream atherectomy device was used for treat in-stent restenosis (isr) of an unk stent. The tip of the guide wire broke off in the pt. The guide wire tip remained in the pt. Reportedly, surgery was not required; the guide wire was not obstructing flow. No add'l event or pt info is available.